Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Multiple boluses were program and delivered. No delivery ano abnormally or audio/vibrate or absent of alarm noted during testing. Unit functioning properly. Unit also receied with minor scratched lcd window, cracked battery tube threads and cracked retainer. Unit passed the dat test inches. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin did not exit and the insulin pump did not alarm a no delivery. They programmed a bolus and insulin was delivered. However, it was not the normal amount of insulin. The customer¿s blood glucose level was 380 mg/dl. The device will not be returned for analysis.